Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of not recognizing a closed door through "door jammed" messages in the history log, but could not reproduce it. However physical inspection found the lower door hook out of adjustment, which is a known contributor of the reported symptom. As a result, the unit was recalibrated to ensure proper door latching.